Event description:
The reported product code may have contributed to this pt's line infection. Reportedly, pt began home infusion therapy in 2003 using a single lumen broviac catheter and the posiflow device to deliver solu-medrol 4 mg, IV, every 12 hours for 7 days, then 2 mg every 12 hours for 6 days. Reporting facility states caps are routinely changed every 7 days. Pt required intravenous antibiotic therapy (drugs, doses, frequency and duration not reported) and had to be readmitted to the hosp. It was reported that infection eventually resolved with no sequelae.